Manufacturer narrative:
The bipap a40 pro dex3100s13 is substantially similar to the bipap a40 r1111177 and will be reported in the united states under bipap a40 pro, 501k number: k121623.

Event description:
The bipap a40 pro ventilator was returned to the philips investigation lab (pil) for evaluation and the customer¿s complaint of device displays " internal o2 to high" could not be confirmed during testing but error codes were noted in the error log. The device's main pca was replaced to address the issue.